Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had keypad anomaly. The blood glucose level of the customer was 7.5 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will return for analysis.